Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had "trigger alarming on". No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received in fair physical condition. There was wear and tear to the enclosure, float switch, front cover, tank cover, line cord and block assembly. During the evaluation of the device, that the the pcb was old and worn and had faulted. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.